Event description:
The wire tip was sheared off during access of the radial artery. Subsequently, an attempt was made to snare the uncoiled segment of "spring tip" in a side branch vessel. A portion of the uncoiled tip was retained in the patient, although, the majority was successfully removed. It was determined that further efforts had more risk than benefit. No adverse effects to the patient.

Manufacturer narrative:
(B) (4). No product was returned to assist in our investigation; however, we can advise that this device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition each pmg wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage". From the complaint description and without the benefit of an examination of the complaint device, we can only surmise that the wire guide was damaged by the needle or other sharp instrument and/or met with resistance beyond it's design strength. We will continue to monitor for similar complaints.